Event description:
Patient developed post-operative bleeding post laparoscopic appendectomy. The pt was returned to surgery the following morning where the surgeon noted bleeding from the appendiceal artery and 2 - 2 1/2 liters of bleed in the peritoneum. The surgeon felt the staple cut rather and closed the artery. Following the second surgery, the pt developed shock kidney and liver followed by diffuse cerebral edema and ultimately brain death.